Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed just replaced the mixing pump for not cooling and it was still failing for calibration 80 (water check time out unable to reach calibration temperature, not cooling) on the arctic sun device. Biomed wanted to send in because the system was also getting a system failed to start an alarm.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the biomed just replaced the mixing pump for not cooling and it was still failing for calibration 80 (water check time out unable to reach calibration temperature, not cooling) on the arctic sun device. Biomed wanted to send in because the system was also getting a system failed to start an alarm.